Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 288 mg/dl and the sensor glucose was 59 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose value and the sensor glucose value was 229 mg/. Sensor value that triggered the suspend event was 59. Threshold or low suspend limit in sensor settings was 40. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.